Event description:
Customer reported a cracked and leaking split septum port while on a patient. This occurred on the c&w 7e unit. There was no patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.